Event description:
During the investigation of electrode belt (B)(4) for an unrelated complaint, a reportable product problem was discovered. The connector nut on the belt was missing. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon inspection, the electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.